Manufacturer narrative:
The customer reported that the g7 bedside monitor had a black screen. Tech support (ts) asked her to reseat the power cord because a loose cable could cause the monitor to shut off however this did not resolve the issue. When unplugging the power cord, the alarm went off, so the device definitely had power, but the screen was black. The issue has been resolved by removing the batteries and fully shutting the monitor down. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10: concomitant medical device. Attempt #1 01/15/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.

Event description:
The customer reported that the g7 bedside monitor had a black screen. Tech support (ts) asked her to reseat the power cord because a loose cable could cause the monitor to shut off however this did not resolve the issue. When unplugging the power cord, the alarm went off, so the device definitely had power, but the screen was black. The issue has been resolved by removing the batteries and fully shutting the monitor down. No patient harm was reported.

Event description:
The customer reported that the g7 bedside monitor had a black screen. Tech support (ts) asked her to reseat the power cord because a loose cable could cause the monitor to shut off however this did not resolve the issue. When unplugging the power cord, the alarm went off, so the device definitely had power, but the screen was black. The issue has been resolved by removing the batteries and fully shutting the monitor down. No patient harm was reported.

Manufacturer narrative:
The customer reported that the g7 bedside monitor had a black screen. Tech support (ts) asked her to reseat the power cord because a loose cable could cause the monitor to shut off however this did not resolve the issue. When unplugging the power cord, the alarm went off, so the device definitely had power, but the screen was black. The issue has been resolved by removing the batteries and fully shutting the monitor down. No patient harm was reported. Investigation conclusion: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 01/15/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.